Event description:
It was reported that the patient presented for revision of the left ventricular lead. The lead was previously deactivated due to loss of capture, and fluoroscopy confirmed dislodgement. The lead was replaced with a left bundle branch pacing lead. The patient was stable.